Manufacturer narrative:
Date rec'd by MFR: 11dec2019. Date of report: 13dec2019. The service technician replaced the power switch overlay to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 26nov2019. Date of report: 09dec2019. Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. The complaint will be reopened if a sample is evaluated or if new information becomes available. The determination could not be made that the device failed to meet the specifications. No part returned for evaluation. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 12feb2020. B4: 14feb2020. Failure analysis on the returned power switch overlay shows that the alarm (red) led detached from the trace not making contact on the power switch overlay created the failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06sep2019.

Event description:
The customer reported that the alarm led failed. The customer reported that the unit was in use on patient , but there was no patient harm reported.